Event description:
A us distributor returned a monitor and reported monitor was unable to complete incoming functional testing

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The root cause for the failure was a shorted c7 component. The shorted component was causing the batteries not appearing to hold a charge. The root cause for the defective c7 was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.